Event description:
The customer reported that while in patient use the ventilator screen went black. The ventilator was removed and the patient placed on another ventilator, and patient vitals were stable through procedure. (B)(4).

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Original date of awareness is (B)(6) 2015, model number,

Manufacturer narrative:
(B)(4). The customer repaired the ventilator by replacing the front panel.